Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: st. Jude medical agilis nxt 8.5 french sheath (model# unknown lot# unknown) (B)(4).. Event description continuation: patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at more than 350 seconds during the procedure, titrated down to 252 seconds near the end of the procedure, and 172 seconds upon sheath removal. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation under general anesthesia with a thermocool smarttouch sf bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and a respiratory infection requiring an unspecified treatment. Post-procedure, while recovering on the ward, the patient became hypotensive with a systolic blood pressure decreasing from 128 to 82mmhg. Tamponade was diagnosed. A pericardiocentesis was performed and yielded 300ml of fluid. Blood pressure stabilized post-intervention. Post-procedure computed tomography (CT) revealed bilateral pulmonary consolidation. Patient required extended hospitalization for treatment of pneumonia. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician indicated that he thought the tamponade may have been related to the procedure, but he was uncertain at what stage. Physician¿s opinion regarding the aspiration pneumonia is that it was acquired during the procedure secondary to an incomplete seal of the endotracheal tube while under general anesthesia. Transseptal puncture was performed with an unspecified needle. Sheath used was a st. Jude medical agilis nxt 8.5 french. Generator was in power control mode. There is no further information regarding generator settings at the time of injury, overall ablation time, or last ablation cycle time at the site of injury, as site and time of injury are unknown. Power was titrated between ablation sessions and the target was reached quickly. During ablation, power was titrated down while treating the left atrial posterior wall. Irrigated catheter flow was set on 8ml/min while ablating at 30 watts or less and 15ml/min while ablating at greater than 30 watts.